Manufacturer narrative:
Additional information was added to h6 and h10. H10: the devices were not returned and the lot number is invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: dr21d63055 is not recognized by the system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets were leaking where it is connected to the patient. This was observed during patient infusion with unspecified fluid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.